Event description:
At the end of the procedure while closing the vaginal cuff and endostitch needle broke off from the driver and became dislodged in the patient. Multiple attempts laparoscopically were made to remove the needle with no success. An x-ray was obtained to verify needle location. Procure changed from laparoscopic to open exploratory laparotomy to locate and remove the needle. The needle device was obtained successfully, patient closed and counts correct.